Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a patient with diabetes experienced line block alarms with two cleo 90 infusion sets, both of which were found to have kinked cannulas. The issue was resolved by changing the infusion sites, and no patient injury was reported.